Event description:
It was reported that during a port placement procedure, the guidewire allegedly became stuck into the puncture needle during insertion. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle loaded onto j-tip guidewire was returned for evaluation. Functional, gross visual, microscopic visual and dimensional evaluations were performed. Uncoiling was noted on the distal portion of the guidewire. The flat core wire was exposed at the uncoiled portion of the guidewire. An attempt to remove the loaded guidewire from the introducer needle was performed and was unsuccessful. Resistance was felt during attempt. The guidewire did not move from place during attempt. Therefore, the investigation is confirmed for the reported physical resistance and identified stretched, unraveled issues. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.